Event description:
On (B)(6) 2014 our (B)(6) affiliate received a medical device safety information report via fax from the (B)(6) by an eye care professional (ecp) from an eye clinic on (B)(6) 2014. The details are as follows. ¿on (B)(6) 2014, the pt developed redness and foreign body sensation os while wearing 1day acuvue define lens. On (B)(6) 2014, the pt was seen at the clinic. The pt was diagnosed with corneal ulcer. The pt underwent curettage of the cornea. The pt was prescribed marromel eye drops q2h. ¿ on (B)(6) 2014, additional information was received from the sales rep in charge, who reported that reporting ecp refused to provide additional information. No additional information is expected. If any additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On initial submission the patient identifier was incorrectly labeled as (B)(6), the correct patient identifier is: (B)(6).